Event description:
Additional information was received from a manufacturer representative. It was reported that upon turning the system on, a ¿no signal¿ message appeared on both monitors. The manufacturer representative confirmed that the issue occurred during bootup. It was noted that the video splitter was replaced multiple times but only seemed to be a temporary fix. However, the replacement computer seemed to fix the issue. The manufacturer representative stated that multiple resets were also performed as a troubleshooting step but that would only temporarily fix the issue.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that no failure was found, as the computer booted normally to the application screen. It was noted that the installed programs all started and ran normally, and no video issues were observed. The hardware passed the system checkout. The system was found to be fully functional. H6: additional review indicated conclusion code 4307 and results code 114 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information references the main component of the system. Other relevant device(s) are, product ID: 9734477, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). A manufacturer representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was no input on both monitors. Additional information was received from a manufacturer representative. It was further reported that upon turning the system on, a ¿no signal¿ message appeared on both monitors. The manufacturer representative confirmed that the issue occurred during boot up. It was noted that the video splitter was replaced multiple times but only seemed to be a temporary fix. However, the replacement computer seemed to fix the issue. The manufacturer representative stated that multiple resets were also performed as a troubleshooting step but that would only temporarily fix the issue. This was reported outside of a procedure. There was no patient involved.